Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2014 with the following findings: the pump powered on with the returned battery cap. There were no motor ¿rewind¿ alarms to indicate a ¿rewind¿ speed issue observed in the black box or alarm history. Multiple load step functions were performed during investigation and no motor ¿rewind¿ errors were observed. The pump was exercised for 24 hours with no pump reboots, loss of power, or call service alarms duplicated. The pump case was removed and there was no evidence of moisture contamination or loose components identified inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.